Event description:
Equipment removed from service - aesculap bipolar machine. Unit was sent for repair and received back. Sent for repair again a few months later and received back, again sent out a few months later and it came back. The machine comes on without accessories plugged in. The unit was connected to an electrical source & started emitting radiofrequency waves. Not used on the patient. No knowledge of patient or staff injuries.